Event description:
The lens rotated in the ez-28 delivery device damaging the lens haptic. No additional information was provided.

Manufacturer narrative:
This form was completed by the manufacturer.